Manufacturer narrative:
The insulin pump passed displacement test and error test. The insulin pump was monitored and functioning properly. No unexpected restart alarm noted. The insulin pump was received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratches on display window, cracked case on display window corner, broken battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Event description:
The customer's parent called and reported the customer had fallen on the insulin pump, which became cracked, and water got into it. The customer's blood glucose was 150 mg/dl. A button or buttons on the keypad may have been unresponsive. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.